Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2022, a patient underwent a port placement procedure using the powerport m.r.I. Isp. On (B)(6) 2025, post the procedure during routine maintenance of the IV port, abnormal blood return was observed. Imaging revealed catheter fracture with migration into the atrium. The fractured catheter and port body were surgically retrieved by the interventional radiology. The current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: although the physical device was not returned for evaluation, one photo was provided for review. The photo shows one powerport with an attached groshong catheter in a package. Some blood stains were noted on the package. The catheter was noted to be completely broken into two segments. Therefore, the investigation is confirmed for the reported fracture and material separation issues. The investigation is inconclusive for the reported migration issue as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (component, method, result, conclusion) section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2022, a patient underwent a port placement procedure using the powerport m.r.I. Isp in the location two finger breadths below the clavicle via right axillary vein. On (B)(6) 2025, post the procedure, during routine maintenance of the IV port, abnormal blood return was observed. Imaging revealed catheter fracture with migration into the atrium. The fractured catheter and port body were surgically retrieved by the interventional radiology. The current status of the patient was unknown.